Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that they charged their implant full last night, but this morning they checked the ins and the ins battery was completely discharged already. Pt said they first noticed the issue 3-4 days ago. Pt also said in the beginning they were told they would have to charge every 2-3 days, and pt has had to lay down to charge the ins since they got it as they tried sitting up and using the belt, but that didn't work. Pt said they were currently charging the ins and was up to 30% (by the end of the call pt got up to 40%, controller was 90%). Patient services (pss) asked, pt had not changed their settings that they knew of, and said they were on 4.0. The circumstances that led to the reported issue were asked but unknown. The patient was redirected to their healthcare provider to further address the issue. The patient's relevant medical history included with their ins, they no longer had to take 4-5 hydrocodone pills, and could get up and move around without any pills. Redirected caller: patient's hcp